Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that an end of life message for patient's ipg displayed on external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that an end of life message for patient's ipg displayed on external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may occur at a later date to address the issue.

Event description:
Related manufacturer reference numbers: (B)(4). Additional information received indicated surgical intervention occurred wherein the ipg was explanted and replaced to address the issue. During the procedure, intra-op impedances indicated high impedances one of the patient's leads. As a result, the lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.